Event description:
During a pulmonary artery wedge pressure check. A wedge waveform was immediately obtained after insertion of 0.5cc of air. Balloon was immediately deflated. However, monitor continued to show a wedged waveform. An attempt was made to extract any possible residual air. None was present. Monitor continued to show a wedge wave form. Pt arrested within minutes, and expired.